Event description:
It was reported to boston scientific corporation that an rf3000 radiofrequency generator was used during a radiofrequency ablation (rfa) procedure performed on (B)(6) 2012. According to the complainant, the system stopped delivering energy 30 seconds into the first ablation. The mains power switch was cycled and the generator was restarted, but the same issue occurred. On the third attempt to deliver energy, the generator functioned properly and one ablation was performed successfully. However, during a second ablation, a "p1" (high current in pad 1) error message was received. The user was unable to bring about recovery and the procedure was aborted. There were no patient complications reported as a result of this event. The generator was tested following the procedure, and no issues were found. It has since been used successfully to complete one case.

Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined.